Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
During the interrogation performed on (B)(6), 2011, a message stating that the device end of life was displayed. The device was pacing in vvi mode. The battery impedance was equal to 9.79 kohm and the magnet rate was equal to 82 min-1. At the previous follow-up performed on (B)(6), 2010, the expected time to eri was 13 months and the battery impedance was equal to 4.46 kohm and magnet rate was equal to 94 min-1. The device was replaced on (B)(6), 2011. Premature battery depletion is suspected.